Event description:
It was reported to medtronic neurosurgery in a user facility medwatch, report number (B)(4), that the pt is pre-adolescent with a history of spina bifida status post myelomeningocele closure and shunted hydrocephalus. She was recently seen in the spina bifida clinic in (B)(6)2012 with symptoms of shunt malfunction. She was taken to surgery that evening and the distal shunt revision was performed for a broken catheter over her ribcage.

Manufacturer narrative:
The device was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided.